Event description:
It was reported that the 9800 system had a communication failure error and the x-ray button was sticking. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The lemo pin connector was repaired and gib, ffb boards, and the software upgrade were installed during the service call. The system was tested and found to be working as intended, and put back into service.